Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call her daughter was hospitalized due to diabetic ketoacidosis on (B)(6) 2018. Customers blood glucose level was 300 mg/dl. And nearing 400 mg/dl. Customer experienced symptoms like vomiting blood. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. (B)(4).